Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen had locked up and medications were not showing, so it had not communicated since 12:52 today. A technical support specialist stated that the issue was resolved by the customer. The system functioned as intended after the technical support specialist investigated the device.